Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion being treated was located in the moderately tortuous, moderately calcified arteriovenous fistula (avf) of the branchial vein. The target lesion was first dilated with a sterling balloon to 6 atms. During the second inflation with the same device to 10 atms, the balloon ruptured. The procedure was completed with this device. No pt complications were reported. Pt condition is reported as "fine".

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).